Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose level was 210 mg/dl at the time of incident. Customer was unable to rewind pump. Customer was advised to discontinue the use of pump and replacement will be sent back to customer. Customer will return pump for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm due to the force sensor cable incompletely plugged in. Unable to download and verify pump error alarm, problem isolated to the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due critical pump error (open book image) alarm. Insulin pump was received with scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratched lcd window.